Event description:
It was reported that the screw broke off into the implant at tooth location #19 and the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: xiitp6513, osseotiteâ® tapered certainâ® prevailâ® implant 6/5 x 13mm, lot# 1162689. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. An osseotite tapered certain prevail implant 6/5 x 13mm (xiitp6513) and unknown biomet screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris on threads. Also slight damage on the collar due to the removal process. Screw fractured identified inside the implant. Based on the evaluation, device malfunction has occurred for the screw. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1162689) for the implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported unknown biomet screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (1162689) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information unknown biomet screw the reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.